Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Corrected data in follow up report nr. 1: h1 (death was marked before which was a mistake).

Event description:
The following was reported to hamilton medical ag: "ces engineer attended faulty with hamilton t1 ventilator in ed. The ventilator was failing the device test with a leak. The leak was located on the patient circuit. The tubing is malformed, with heat marks producing holes in 3 x places on the corrugated tubing." No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "ces engineer attended faulty with hamilton t1 ventilator in ed. The ventilator was failing the device test with a leak. The leak was located on the patient circuit. The tubing is malformed, with heat marks producing holes in 3 x places on the corrugated tubing." No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Corrected data in follow up report nr. 1: h1 (death was marked before which was a mistake). A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the coaxial breathing circuit set failed to meet its specifications due to a leakage in the outer tube. The root cause was determined to be during handling in manufacturing. In consequence the breathing circuit was replaced. There was no patient or user harm, as this issue has been detected during the preoperational tightness check on the ventilator.

Event description:
The following was reported to hamilton medical ag: "ces engineer attended faulty with hamilton t1 ventilator in ed. The ventilator was failing the device test with a leak. The leak was located on the patient circuit. The tubing is malformed, with heat marks producing holes in 3 x places on the corrugated tubing." No patient involvement.